Manufacturer narrative:
1. Overview the quality department (pms) received a complaint involving a motiva® device. 2. General conclusion device involvement: a causal relationship between the reported event and the device has been established. Event characterization: the event was classified as rupture,symmastia. Clinical confirmation upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported rupture was confirmed according to the clinical evidence provided; however. It was not possible to confirm the root cause of the rupture since the device was not returned for evaluation. Additionally, the alleged symmastia was confirmed according to the clinical evidence provided. Root cause analysis this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 3. Device history record (DHR) review a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 4. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
Bulgaria. The patient reported that she underwent revision surgery in (B)(6) 2022, to correct severe breast deformities and symmastia caused by a previous failed surgery, and 420 cc motiva implants were placed. In (B)(6) 2023, during a second revision to treat recurrent symmastia, a rupture of the right implant was unexpectedly detected, with no prior symptoms or trauma.

Manufacturer narrative:
As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.). ¿it is imperative that careful planning and exacting surgical technique are used to reduce iatrogenic damage of implants during primary placement and subsequent reoperations.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. The instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For these events, it is considered that the information is suitable on the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. ¿symmastia is a relatively rare implant-displacement problem that occurs when the skin and muscle between the breasts over the sternum (breastbone) detaches and the two pockets of tissue that hold the breast implants come together to form one pocket. This allows the implants to come together in the middle, creating the appearance of a ¿uniboob¿ and sometimes causing discomfort or pain. It¿s often difficult to correct symmastia and it may require more than one surgery. In most cases, surgery will involve removing the implants and replacing them with new (usually smaller) implants¿. Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the events and the manufacturing process.